Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in the bipolar configuration. Loss of capture was also noted during a capture test. The lead was capped and replaced.